Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five days post implant that the right ventricular (rv) lead had perforated through the myocardium. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.